Event description:
A system incident report (sir) db01924 had been opened that affects blood products. These products previously existed in the database and were shipped out to another facility and are now being returned to the shipping facility. The problem was evaluated and the following info is provided: when a blood product is received with a temperature that is out of range for the type of products contained in that box, dbss will alert the user that all the products in the box will be quarantined. Blood products that previously existed in the receiving facilities inventory will not have their status updated to quarantined, but rather will be updated to the status they were prior to being shipped, i.e., available. When a blood product is received that has previously existed in the inventory, but has passed the expiration date, dbss sets the product status to expired even if the product is shipped in out of temperature range instead of setting the product status to quarantined.